Manufacturer narrative:
The full lead was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the physician opened the lead packing the helix was slightly extended. During the implant procedure the physician tried to implant the lead but it didn't fix and the electrical values were not good. Another lead was implanted. No patient complications have been reported as a result of this event.